Event description:
It was reported that following a pulse field ablation (pfa) procedure using a faradrive steerable sheath, the patient experienced cardiac arrest. Pulmonary vein isolation (pvi) using pulse field ablation (pfa) was successfully completed. The physician completed the post-pfa mapping with a non-boston scientific catheter, then pulled the faradrive sheath and non-boston scientific mapping catheter from the left atrium to the right atrium. Once in the right atrium, the physician removed the mapping catheter from the patient through the faradrive sheath. He then began to prepare to perform access site closure. Once the suture was passed underneath the faradrive sheath, the sheath was removed from the patient and the suture was tied. As soon as the sheath was removed from the body, the patient had a sudden arterial pressure drop to 60/40 mmhg. The nurse stated that she could not feel a carotid pulse. The physician performed a fluoroscopic image of the lateral wall of the heart and noted akinesis of the heart. An electrocardiogram (EKG) showed a steady, unchanged rhythm around 80 bpm. Chest compressions were started for approximately 2-4 minutes until echocardiography (echo) arrived. Once echo had arrived, good cardiac squeeze/movement was noted. The arterial pressure was noted to have normalized to around 140/80 mmhg. The patient was noted to be stable condition and anesthesia proceeded to wake/extubate the patient. The patient awoke and was extubated by normally, with no noted neurological deficits. During this process the heart rate and blood pressure were stable. Groin closure was completed, and the patient was transferred to the post-anesthesia care unit (pacu) for recovery. Once the patient was out of the room, review of the hemodynamic monitoring of the patient was reviewed by the physician. The physician noted that no rhythm changes or st-segment elevation had been observed during the episode. The patient recovered normally in the pacu, before being transferred to the cardiovascular unit (cvu) for overnight observation as per standard protocol. The physician stated that the patient was discharged normally the following morning. The physician believes the cause was a reaction to protamine; however, air introduction from the faradrive sheath could not be completely ruled out (even though st elevation was not observed). The sheath was disposed by the facility and will not be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.